Manufacturer narrative:
Ni

Event description:
Report rec'd indicated that during a percutaneous transluminal angioplasty to the superficial femoral artery (sfa) resistance was met and premature stent deployment occurred. The vessel had severe calcification, mild tortuosity and 100% stenosis present. A contralateral approach was used. A guidewire was inserted across the lesion via a sheath introducer (si) without any difficulty. Balloon catheter was used to predilate lesion twice. The stent delivery system (sds) was advanced towards the lesion; however, resistance was met and tip of the stent was released. The locking pin was secured. Sds was withdrawn and exchanged for another to end procedure successfully. The product was prepared and clinically used as per the instruction for use (IFU) without any adverse consequence to the pt. This product has been returned for evaluation and testing; however, the engineer's report is not yet complete. Add'l info will be sent within 30 days upon receipt.